Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient who presented with pain and light sensitivity in both eyes one month post photorefractive keratectomy. The patient was noted to have recurrent corneal erosions. The eyes were noted to look healthy in the office. A bandage contact lens was placed on each eye for comfort. The patient will begin sodium chloride hypertonicity ophthalmic ointment and topical tear drops once the bandage contact lens is removed. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.